Event description:
The patient reported that "the device shocked me real good last friday, now I'm hearing a siren from my device." Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device and lead in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).